Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl and ketones as well. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin pump. Customer also reported that the insulin pump alarmed with no delivery. Troubleshooting was provided for no delivery alarm. Customer reported that the no delivery alarm was resolved by changing complete set. The customer declined troubleshooting for high blood glucose level as she knew the cause of high blood glucose. Customer also reported that she had received low reservoir alarm as well. The insulin pump was not returned for analysis.